Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/15/2016. The fse found that the rf preamp was faulty. The fse replaced the rf preamp card, which repaired the failing differentials and the errors. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating low differential results and differential errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.